Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Connector key was used to perform smu(source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported lower sensor scan readings of 90 mg/dl and 140 mg/dl compared to healthcare meter results of 150 mg/dl and 209 mg/dl. As a result, the customer experienced a "very slight headache" and was "very tired." The customer went to the emergency room and had contact with a healthcare professional (hcp) who provided apple juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading issue was reported with the adc device. The customer reported lower sensor scan readings of 90 mg/dl and 140 mg/dl compared to healthcare meter results of 150 mg/dl and 209 mg/dl. As a result, the customer experienced a "very slight headache" and was "very tired." The customer went to the emergency room and had contact with a healthcare professional (hcp) who provided apple juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.